Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke. Another one was used to complete the surgery. There was no adverse patient consequence reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation summary: a needle and a tangled suture on the paper lid of product code sxpp1a400 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected, however remnant of the suture was noted into the barrel hole. Slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and the end of the suture is severely cut appears to be by the use of a surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition the assignable of the performance breakage suture, suggest an improper handling of the sample.